Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion further described as "it was almost completely filled up" upon device removal. The device had been filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from december 2, 2019 - december 3, 2019. The device was received containing approximately 86 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no evidence of fluid coming out of the distal end of the white flow restrictor. The reported condition was verified. Subsequent examination inspection revealed the cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the white flow restrictor housing. The cause of the drug blockage was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.